Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The pediatric share receiver (part number stk-pr-blu/serial number (B)(4)/lot number 5200652), being used with the complaint transmitter, was returned on (B)(4) 2015. The returned receiver was externally visually inspected and no defect was found. Functional testing was performed and the test failed. The receiver data log could not be downloaded due to the device not turning on. The receiver case was opened for further evaluation. An interior inspection found moisture damage. Therefore, the reported event of an intermittent out of range signal could not be confirmed. A root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.